Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with glucose values visible in the dexcom app but not on the pump; troubleshooting identified that the ilet was set to dexcom g6 rather than dexcom g7, and after guidance the user selected dexcom g7 and the system reconnected, indicating an incorrect procedure during setup with no device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and a usage problem related to an incorrect pairing method, with no specific component term applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.